Event description:
(B)(4) - the dealer reported that the t94he-pto-37919 mechanical wheelchair front riggings snapped and fell off causing other parts to fall as well, and as a result, the unit was unable to elevate. Here was no patient injury reported.